Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green patient line cap of three (3) amia automated pd cycler sets "had slipped off¿. It was further stated the cap is" pretty easy to take off". This was observed during an unspecified step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with these events. No additional information is available.